Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Mhra reported that the cutter is designed to stop when they perforate the skull bone, this failed and continued cutting.